Event description:
It was reported that post angioplasty procedure, stent damage occurred. The target lesion was located in the carotid artery. A 2.50x28mm promus element drug eluting stent was advanced and implanted in the middle third of the anterior descending artery. Post angioplasty procedure, intravascular ultrasound was performed and a disruption of the implanted stent was observed. The procedure was completed with another of the same device through stent overlapping technique. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).